Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter seemed to have a smaller diameter than usual. The patient was allegedly unable to insert the catheter. No patient injury or medical intervention was required.

Manufacturer narrative:
Complaint was unconfirmed since all the samples (3) were within specification, for 14 french size the is 0.183 with a tolerance of ±0.013, the results were recorded in (B)(4) - in-process inspection record for isc, rev 2 (see fm in evaluation attachment section). The samples has the following results: (B)(6). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿the catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/ precautions and adverse reactions.(B)(4).

Event description:
It was reported that the catheter seemed to have a smaller diameter than usual. The patient was allegedly unable to insert the catheter. No patient injury was reported, and no medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter seemed to have a smaller diameter than usual. The patient was allegedly unable to insert the catheter. No patient injury was reported, and no medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter seemed to have a smaller diameter than usual. The patient was allegedly unable to insert the catheter. No patient injury was reported, and no medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter seemed to have a smaller diameter than usual. The patient was allegedly unable to insert the catheter. No patient injury was reported, and no medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter seemed to have a smaller diameter than usual. The patient was allegedly unable to insert the catheter. No patient injury was reported, and no medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter seemed to have a smaller diameter than usual. The patient was allegedly unable to insert the catheter. No patient injury was reported, and no medical intervention was required.